Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. It was noted there was blood on the distal end of the lead electrode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician was not able to obtain adequate current of injury while placing the lead in the septum. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.